Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving "supply bag lines are blocked message" alarms during dwell 3 of 5 of treatment. The patient disconnected the supply bag. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding completion of treatment. The patient said to not replace the cycler until they got back next monday and was to call back. The patient was to use manuals. A review of the patient¿s treatment records identified that the patient drained 6975 ml during drain 1 of 5 of treatment and 5360 ml during drain 2 of 5 of treatment. These drain volumes are 279% and 214%, respectively, of the patient's largest fill volumes of 2507 ml. The pdrn did not have the drain exit treatment details. The pdrn was to contact the patient to have them call back to gather treatment details. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving "supply bag lines are blocked message" alarms during dwell 3 of 5 of treatment. The patient disconnected the supply bag. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding completion of treatment. The patient said to not replace the cycler until they got back next monday and was to call back. The patient was to use manuals. A review of the patient¿s treatment records identified that the patient drained 6975 ml during drain 1 of 5 of treatment and 5360 ml during drain 2 of 5 of treatment. These drain volumes are 279% and 214%, respectively, of the patient's largest fill volumes of 2507 ml. The pdrn did not have the drain exit treatment details. The pdrn was to contact the patient to have them call back to gather treatment details. Additional information was requested but was not received to date.